Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that complications occurred post procedure. In (B)(6) 2016, the patient underwent a left atrial appendage (laa) closure procedure. A 24mm watchman closure device was successfully implanted. The device met all criteria prior to release and a complete seal was observed. The patient was discharged the next day; however, she wasn¿t feeling well. The following day, two days post procedure, she was re-admitted to the hospital with severe atrial fibrillation and high blood pressure. She was discharged 5 days later and then admitted again a couple days after which then extended a couple of weeks. The patient was discharged in early (B)(6) 2017. The patient has reactions to her medications including becoming light headed and dizzy and overall does not feel well. She is too weak to travel home to several states away. It was further reported by the implanting physician that the patient had recurrent atrial fibrillation that may have been related to the procedure. She also had late pericarditis and pericardial effusion that was likely related to the procedure and may have triggered the recurrent atrial fibrillation.